Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). The device remains implanted and the delivery catheter was discarded at the facility, so no engineering evaluation could be performed.

Event description:
The patient presented with an aneurysm in the right common iliac artery which was treated with a gore® viabahn® endoprosthesis. It was stated that a bilateral access was obtained where a 12fr introducer sheath was inserted on the right and a 6fr introducer sheath on the left as a cross over access. A flush aortogram was performed to delineate the aneurysm and the appropriate landing zone for the gore® viabahn® endoprosthesis. It was stated that the right internal iliac artery was cannulated, via the cross over approach, where an amplatzer vascular plug was successfully deployed. It was reported to gore that when the gore® viabahn® endoprosthesis was deployed along the aneurysm in the right common iliac artery, the deployment line has become stuck on the endoprosthesis. The endoprosthesis showed a concertina. An attempt was made to dislodge the deployment line from the deployed endoprosthesis with a 10 mm mustang balloon. The balloon was inflated in the proximal iliac artery where the idea was to provide countertraction while deployment line was further pulled. It was stated that this attempt was unsuccessful. Neither pulling the balloon back through the endoprosthesis, which showed an unconcentina, release the deployment line. Anyhow, a good endoprosthesis positioning and blood flow was reported. After the first attempt failed a novel technique was then used with a combination of a 7fr arrow sheath which was passed over the deployment line with a 0.018 mandrill wire. A 6fr terumo optitorque coronary catheter cut to ~70cm was inserted into the 7fr arrow sheath. A 6fr goose snare was inserted through the 6fr optitorque coronary catheter with the deployment line passed through the loop. The snare and catheter were advanced monorail over the deployment line where it was recognized that the deployment line was not long enough. So 1 vicryl was attached to the end. The snare tightened at proximal point of deployment line fixated and locked behind the 6fr catheter. With reverse reaction deployment line was cut and released from the endoprosthesis. It was stated that the patient is doing well following the procedure and that a good blood flow was established through implanted gore® viabahn® endoprosthesis.